Manufacturer narrative:
Pharmacovigilance comments: the event of anaphylactic reaction was unexpected and considered serious due to the need for hospitalization. The non-serious events of erythema and swelling were expected, and the non-serious events of flushing, nervousness, generalized itching, and sensation of heat were unexpected but could be symptoms of the anaphylactic reaction. The causal relationship between the events and the treatment seems possible. Potential contributory factors include a possible rechallenge of carboxymethyl cellulose (cmc) exposure given the history of allergy to cmc with another filler product. This case meets the criteria of seriousness and causality for expedited reporting to regulatory authorities. CAPA: it is stated in the contraindications section in the instructions for use that sculptra should not be used by any person who has an allergy to any of the constituents of the product. No corrective or preventive action will be initiated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician which refers to a male aged (B)(6) years. The patient's medical history was not included. The patient had previously received treatment with sculptra three times over the last years. The patient has also received treatment with ellansé in 2016 and had a similar reaction. Patient commented after the allergic symptoms started to occur that he had had a similar reaction to ellanse in 2016. That event was treated with cortisone IV as well as being admitted to hospital. Carboxymethyl cellulose (cmc), contained in ellansé as well as in sculptra, was suspected to have caused the reaction at that time. Although having used sculptra for many years, the patient was not aware that sculptra also contains cmc. On (B)(6) 2017, the patient received treatment with 8 ml sculptra (lot unknown) to the cheeks and cheekbones with unknown needle and unknown technique. The product was reconstituted in advance (with 8 ml of water). Prior to injection, the patient had applied lidocain, which was then removed carefully and the respective skin area was disinfected with kodan. Treatment was performed first on the right side, then left side. Within minutes of the treatment, the following symptoms occurred: severe reddening(implant site erythema) and swelling of the treated skin area(implant site swelling); swelling of the eye area(swelling); flush(flushing), nervosity(nervousness) but no difficulties of breathing; sensation of heat(feeling hot); itching of the genitals and arm and legs(pruritus generalised); anaphylactic reaction of 2-3 degrees(anaphylactic reaction). The patient was put in shock positioning right after the occurrence and received injection with 4 ml fenistil [dimetindene maleate] and 50 mg solu-decortin [prednisolone sodium succinate]. An emergency physician was called who injected cortisone and substituted volume. The patient was admitted to hospital for surveillance and left the clinic in the evening of the same day. The patient presented to the reporting physician on (B)(6) 2017 with severe swelling of the face. Outcome at the time of the report: swelling of the treated skin area was not recovered/not resolved. The other events were recovered/resolved.

Manufacturer narrative:
Sanofi confirms that no quality issues have been identified in the overall manufacturing process of sculptra lot a4091 which resulted to be conformed to the cgmp and to the specifications requirements. Device not returned.

Event description:
Case reference number (B)(4) is a spontaneous follow-up report sent on 30-mar-2017 by a physician. Follow-up information included: lot number (a4091). Outcome at the time of the report: all events were recovered/resolved.